Event description:
It was reported that during the procedure, after pre-dilating a moderately calcified, concentric, 90% stenosed lesion in the moderately tortuous distal posterior descending coronary artery with a 2.5mm non-abbott balloon dilatation catheter (bdc), a 2.5x28 non-abbott stent was deployed at the target lesion. A 2.75x15 nc voyager bdc was then advanced without resistance to the proximal area of the non-abbott stent to perform post-dilatation, however, the nc voyager balloon ruptured during the 2nd inflation to 18 atmospheres with an unspecified inflation device. The voyager bdc was then withdrawn from the stent without resistance. Intravascular ultrasound (ivus) confirmed successful post-dilatation, and the procedure was considered completed. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: neos route. Guide catheter: brite tip jl4. Stent: 2.5 x 28 promus element. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.